Event description:
It was reported the monitor did not work. It was also reported the monitor was connected to a phone line during a storm. The monitor was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) modem integrated circuit electrically out of electrical.